Event description:
It was reported that the pulse generator exhibited -interferences-. Ventricular lead parameters were acceptable but when the patient performed arm movement the egm was corrupted. Insulation damage was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.